Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amulet delivery system. No pericardial effusion was noted prior to the procedure, and the transseptal puncture was performed in an inferior posterior location. During the procedure, heparin was administered, and no difficulties with device implantation, such as multiple manipulations, were reported. The patient was noted to be in sinus rhythm, and no multiple wire or delivery sheath exchanges occurred. The left atrial pressure was 12 mmhg, and no wire was placed in the left atrial appendage. On (B)(6) 2025, a pericardial effusion was discovered. The effusion was resolved with medication, and cardiac tamponade was not concluded by the physician. The physician does not believe that an abbott device caused the pericardial effusion.